Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. It was reported that the ipg was non-functional due to patients high energy usage. The patient was doing well postoperatively and the explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.